Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device longevity was found to be 3.2 months even though a check 6 months prior found the device longevity to be 3 years. It was noted that the programmer exhibited a diagnostics anomaly. No intervention was performed, the patient will continue to be monitored normally. The patient was stable throughout the event.